Manufacturer narrative:
H.6. Investigation: one photo of a loose 10ml syringe next to the top of a blister pack from batch 9037754 (B)(4) was received and evaluated. It was observed the syringe contained an almost solid ink ring around the barrel extending from the 2ml to 4ml markings. This was a rejectable condition per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the ink ring defect is associated with the marking process. It is most like the result of a worn component not removing excess ink properly. H3 other text : see h.10.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip has scale marking issues. This was discovered before use. The following information was provided by the initial reporter: complaint about a 10 ml syringe from bd. A black wide print can be seen on the inside of the entire circumference of the syringe. The syringe concerned is in my possession and can be sent on request.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip has scale marking issues. This was discovered before use. The following information was provided by the initial reporter: complaint about a 10 ml syringe from bd. A black wide print can be seen on the inside of the entire circumference of the syringe. The syringe concerned is in my possession and can be sent on request.